Event description:
Dealer stated while the customer was using the product the rear leg snapped into two. There was no injury alleged. The device has been replaced. If any further information on this incident is received a supplemental report will be filed.